Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed on (B)(6) 2018, the tip of the reform driver w/lock (c2859) broke while implanting a 7.5x50mm reform ha screw. The broken tip was not able to be removed from the head of the polyaxial screw so the screw was removed and replaced. An awl and a 7.5mm reform ha tap (yellow) were used to prepare the bone prior to screw insertion. There was a 1-2 minute delay to the procedure with no injury to the patient.

Manufacturer narrative:
The broken driver was visually examined and a functional assessment of the lock mechanism was performed. The driver tip appears to have experienced a shear ductile failure due to torsional overloading. The lock mechanism appears to be functional. The complaint does not note whether the driver was properly tightened and locked. Proper tightening and locking of the driver promotes load sharing such that the driver tip is not subjected to all of the load, and locking the driver ensures load sharing is maintained by not enabling a loosening of the driver from the screw to occur. Bench top testing has demonstrated increased driver torque transmission capabilities when the driver is properly tightened and locked. No corrective actions are being recommended at this time since details regarding the procedure and the results of the testing indicate the design is capable of apply torque in excess of 120 in-lbs., and that if difficulty were encounter while driving the screw further preparation may have been warranted. The root cause for application of the 120 in-lbs excessive load also cannot be determined at this time. Review of device history records found (B)(4) pieces of lot mm18111-1 were released for distribution on 2/26/2018 with no deviation or anomalies. Two-year complaint history review found this to be the first report for this part number.

Event description:
It was reported that during a procedure performed on (B)(6) 2018, the tip of the reform driver w/lock (c2859) broke while implanting a 7.5 x 50mm reform ha screw. The broken tip was not able to be removed from the head of the polyaxial screw so the screw was removed and replaced. An awl and a 7.5mm reform ha tap (yellow) were used to prepare the bone prior to screw insertion. There was a 1-2 minute delay to the procedure with no injury to the patient.